Event description:
It was reported that this left ventricular (lv) lead was explanted due to an unknown product performance issue. A new lead was implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this left ventricular (lv) lead was damaged during a lead extraction. Therefore, it had to be replaced with a new one. No additional adverse patient effects were reported.